Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin. The customer reported a blood glucose (bg) level of 300 mg/dl to over 400 mg/dl. To address bg level, the customer delivered a correction bolus. It was stated that the customer would call back during the next load change to perform troubleshooting. Although requested, no further information was provided on the reported event.